Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "a lymph node under [the] left breast is quite big, bigger than a pea," "pain the whole way up one side," and "wants the implants out."

Event description:
Patient reported left side "lymph node under [the] left breast is quite big, bigger than a pea," "pain the whole way up one side," "wants the implants out," and "seen that the implants are recalled." Device remains implanted.